Event description:
It was reported that: cath broke during insertion. Additional information reports that it was a difficult insertion which was met with anatomical resistance, after the catheter separated, a cutdown was performed and the catheter was fully removed.

Manufacturer narrative:
(B)(4). The device was returned with the guide wire inserted through the proximal portion of catheter. The distal guidewire was kinked and had multiple offset coils. The customer was contacted regarding this and could not confirm that guide wire kinking was experienced during the event. The customer report of a separated arterial catheter was confirmed by complaint investigation of the returned sample. Visual inspection revealed a complete separation of the catheter adjacent to the juncture hub. Smooth, uniform, and angled edges were observed at the point of separation. No evidence of stretching was observed. The appearance is consistent with damage resulting from the catheter being retracted back over the needle bevel after advancement. The sample passed all relevant dimensional inspection , and a device history record review was performed with no relevant findings to suggest a manufacturing issue. Based on the condition of the sample received and the customer report, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature. The instructions-for-use provided with this kit (a-04022-109b) cautions the user, "precaution: do not reinsert needle into catheter; doing so may result in patient injury or catheter damage."